Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin did not deliver for twelve hours. It was also reported that insulin "squirt" out during manual prime. During troubleshooting, it was found that drive support cap was sticking out. It was reported that cap was not pressed. Insulin pump would need to be replaced.